Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to for a pocket revision. Their neurostimulator flipped in the pocket. No new product was used. Additionally, the patient is healing well and doing fine with their therapy.